Manufacturer narrative:
If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two closure tops were found to have migrated four weeks post-operatively at l5. The patient is not experiencing pain but is experiencing muscle spasms which the surgeon states is normal four weeks post-operatively. A revision surgery is expected but not yet scheduled. New information was provided that the patient received 24 hours of prophylactic post-op antibiotics, tolerated physical therapy and met goals for discharge the day after his initial surgery. A revision surgery was also reported to have occurred where the full construct was removed and replaced. No further patient impacts or surgical information was provided. This is report two of four for this event.

Event description:
It was reported that two closure tops were found to have migrated four weeks post-operatively. The patient is not experiencing pain but is experiencing muscle spasms which the surgeon states is normal four weeks post-operatively. A revision surgery is expected but not yet scheduled. New information was provided that the patient received 24 hours of prophylactic post-op antibiotics, tolerated physical therapy and met goals for discharge the day after his initial surgery. A revision surgery was also reported to have occurred where the full construct was removed and replaced. No further patient impacts or surgical information was provided. This is report two of four for this event.

Manufacturer narrative:
A1: hss 2020 -01. Additional information: a1, a2 (dob), a4, a5, b3, b5, b6, e1, e2, e3, and e4.

Event description:
It was reported that two closure tops were found to have migrated four weeks post-operatively at l5. The patient is not experiencing pain but is experiencing muscle spasms which the surgeon states is normal four weeks post-operatively. A revision surgery is expected but not yet scheduled. New information was provided that the patient received 24 hours of prophylactic post-op antibiotics, tolerated physical therapy and met goals for discharge the day after his initial surgery. A revision surgery was also reported to have occurred where the full construct was removed and replaced. No further patient impacts or surgical information was provided. This is report two of four for this event.

Manufacturer narrative:
The returned closure top was evaluated. There were no signs of damage and the device functioned as expected during a functional inspection. The DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. The revising hospital provided a copy of their report, 490063-2020-0004. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two closure tops were found to have migrated four weeks post-operatively at l5. The patient is not experiencing pain but is experiencing muscle spasms which the surgeon states is normal four weeks post-operatively. A revision surgery is expected but not yet scheduled. New information was provided that the patient received 24 hours of prophylactic post-op antibiotics, tolerated physical therapy and met goals for discharge the day after his initial surgery. A revision surgery was also reported to have occurred where the full construct was removed and replaced. No further patient impacts or surgical information was provided. This is report two of four for this event.

Manufacturer narrative:
Additional information: method, results, and conclusions. The product was not returned. However, x-ray images were provided. These images show that the closure tops have migrated out of the l5 screws at the top of the construct. An internal CAPA was initiated to evaluate the cause of this issue. This investigation found that the vital mis extended tab screw housing and tab designs were more susceptible to conditions that could result in inadequate locking, such as splaying, thread movement, and reduction based issues. The screws are the subject of field action 3012447612-05-01-2020-001-r; however, this closure top is not within the scope of the field action. The lot number was not provided, so the DHR is unable to be reviewed. The labeling was reviewed does not appear to have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00212, 3012447612-2020-00246, and 3012447612-2020-00247.

Event description:
It was reported that two closure tops were found to have migrated four weeks post-operatively. The patient is not experiencing pain but is experiencing muscle spasms which the surgeon states is normal four weeks post-operatively. A revision surgery is expected but not yet scheduled. This is report two of four for this event.

Event description:
It was reported that two closure tops were found to have migrated four weeks post-operatively at l5. The patient is not experiencing pain but is experiencing muscle spasms which the surgeon states is normal four weeks post-operatively. A revision surgery is expected but not yet scheduled. New information was provided that the patient received 24 hours of prophylactic post-op antibiotics, tolerated physical therapy and met goals for discharge the day after his initial surgery. A revision surgery was also reported to have occurred where the full construct was removed and replaced. No further patient impacts or surgical information was provided. This is report two of four for this event.

Manufacturer narrative:
This report is documenting additional information received by the manufacturer. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Correction to: a2 (date of birth). Additional information in: a1, b5, b6, b7, e1 (contact: first/given name).

Event description:
It was reported that two closure tops were found to have migrated four weeks post-operatively at l5. The patient is not experiencing pain but is experiencing muscle spasms which the surgeon states is normal four weeks post-operatively. A revision surgery is expected but not yet scheduled. New information was provided that the patient received 24 hours of prophylactic post-op antibiotics, tolerated physical therapy and met goals for discharge the day after his initial surgery. A revision surgery was also reported to have occurred where the full construct was removed and replaced. No further patient impacts or surgical information was provided. This is report two of four for this event.